Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user states "about 5-6 months ago he was diagnosed with a uti. He had some bleeding noted with cathing about once or twice which is rare for him and notes sometimes has difficulty passing his very enlarged prostate area with the catheter only at insertion. I advised him to never force in a catheter. He said this difficulty has occurred only occasionally since he started cathing and has not been back to see his urologist in a while as he said he has his pcp write rx's for his catheters. He said at the time regarding the bleeding he went into see his pcp and they did urine testing for this bleeding and a uti was diagnosed from urine testing and he said he was prescribed an antibiotic for a week and it went away." End user states "he washes his hands, then uses a clean paper towel to dry his hands, then applies 90% isopropyl alcohol to his hands and his meatus/ penis and then he caths. He said he has since stopped doing this, but for about 9 months would wipe down the exterior of the catheter packaging as well with the alcohol and noted it would turn the paper gray." He was advised not do this as the packaging is not designed to have alcohol applied to the outside of it prior to prep and use and he again, he did confirm he does not do this anymore to the packaging.